Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in system 1 (lot number 208046, expiration date 04/30/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received result of 157 mg/dl on compact plus system 1, and result of 83 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.